Event description:
This lead was explanted due to intermittent oversensing; the lead became dislodged related to twiddler's syndrome.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent destructive analysis indicated that these damages were caused by over rotation of the inner coil while retracting the fixation helix. Furthermore, cuttings in the insulation were found, which originated most likely from the surgery. In summary, the inner coil of this lead was found to be deformed. This damage affected the active fixation mechanism. No sign of a material or manufacturing problem was present.